Event description:
It was reported that the patient just had the implant and fell and hit the implant site on the edge of their car 6 days ago. The patient slipped on some ice while trying to get into a car and fell directly on the frame of the car with the implant taking the brunt of the fall. The cause of the event was not device related. The patient was experiencing pain and a hot or warm sensation at the implantable neurostimulator (ins) site. It felt like a 9v battery in their pelvis, like it was shocking them. Case and 2 and case and 3 had repeating codes, as well as 0 and 1 and 2 and 3 were repeating as well. The ins area was warm to the touch and the manufacturer representative had the patient turn the ins off and it had been off for a couple of hours. The therapy relief was fine and the patient had not had any return of symptoms. At 1v and 210 pulse width the impedances were case and 2 and case and 3 at 589 ohms and 0 and 1, 0 and 2, 0 and 3, 1 and 2, 1 and 3, and 2 and 3 at 1194 ohms. The manufacturer representative reran the impedances at 1.5v and 300 pulse width, but the patient could not handle it so they had to stop. They did see case and 0 and 850 ohms and case and 1 at 850 ohms. The patient verified they were feeling the shocking and jolting with the ins on and off. They did take a CT scan, but they had not seen it yet. About 3 weeks later, it was reported that there was no longer a 50 percent reduction in symptoms. The manufacturer representative tried to reprogram the patient, but they were experiencing pain at the generator site. The patient was fine, but the implant was off. They would be revising the whole system in a couple of weeks. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0h3ln, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer., patient product ID: 3 889-28, lot# va0h3ln, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had been totally revised and the manufacturer representative attended the revision. The revision took place on (B)(6) 2015 and per hospital protocol the explanted devices wouldn't be returned and were sent to pathology. The patient opened their front car door, slipped on the ice, and hit the car door at their ins site and bent the device. The patient was doing great and loved the therapy.